Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, CT imaging revealed that wall apposition was lost at the distal end of the tgmr373720j. On (B)(6) 2021, a reintervention was performed. Angiography imaging revealed a distal type I endoleak. A gore® tag® conformable thoracic stent graft with active control system were implanted distally. The endoleak was resolved and the patient tolerated the procedure.